Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned proximal section of the lead was performed. The portion returned was severed 14.5 cm the is-1 terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
Boston scientific received information from the patient's family that this implantable right ventricular (rv) defibrillation lead was not "working". It was reported the patient was very ill, therefore no intervention was performed. Subsequently the patient passed due to unrelated causes.